Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced due to the device reaching end of service (eos).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, there was oversensing and noise observed on the device. The noise and oversensing were no longer seen after the leads were disconnected from the device header and reinserted and retightened. The device was implanted. No patient complications were reported as a result of this event.